Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blank display on the insulin pump. Troubleshooting was performed and customer stated that the battery compartment was neither damaged nor corroded. Customer was advised to insert a new aaa alkaline battery. Customer stated that the display returned. Customer was advised to monitor the pump. Customer was advised that a replacement battery cap will be shipped as a courtesy to rule out any possible issues with the battery cap. Customer stated that he continues to have battery out limit alarms and a failed battery test. Customer has gone through 10 batteries in the last week. Customer was advised to monitor the pump.